Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was 4 way valve was not shifting. Additional malfunctions were the pilot valve was not shifting, the tie wraps were defective, and the hose clamp was defective.